Event description:
The customer reported that he was taken to the hospital due to low blood glucose levels. The customer stated that he woke up at 3:00 am that morning, and his sensor was giving him a high blood glucose reading. The customer did not confirm the reading with his glucose meter, and gave himself insulin. The customer later woke up in the hospital. Advised the customer never to treat off of the sensor glucose readings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.